Event description:
It was reported that a decrease of r-wave sensing was noted. The svc coil appeared to be pulled back. During repositioning the sense/pace portion of the lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.